Event description:
The external pulse generator was returned as a trade-in and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was found that there was a broken left keyboard hinge, the power cord bay tab was stressed, the system fan was noisy and that it failed its wrist electrode functional test as well as its antenna functional test. All found defective parts were replaced and the link electronic module board calibrated. It was noted that the keyboard would be removed. Product ID 229047 software analyzer. (B)(4).